Manufacturer narrative:
The results of this investigation concluded cusps 2 and 3 contained tears. Cusp 2 contained a partial thickness tear in the midportion, with separation of cusp layers. Cusp 1 had been previously excised. There was thinning and loss of collagen fibers in the bases of cusps 2 and 3. Special stains were negative for organisms and no acute inflammation or calcifications were present. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the tears were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
Per report, one of the cusps was resected as the epic valve was removed. A 25mm medtronic mosaic valve was implanted.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, a mitral valve replacement was performed and this 27mm epic mitral valve was implanted intra-annularly using pledgets. On (B)(6) 2016, this valve was explanted due to mitral regurgitation (mr) and an elevated preoperative gradient of 30.3mmhg. Ex vivo, it was reported that a tear or perforation was observed on this valve.